Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported to have received excessive no delivery alarms. During troubleshooting, insulin was able to exit with a 5.0 unit fixed prime. Customer was advised that issue may be site related. Customer was not able to continue troubleshooting due to not being able to change infusion set. Customer reported that blood glucose was 417 mg/dl. Insulin pump would be replaced per customer's request.